Manufacturer narrative:
(B)(4). The clip remains in the patient will not be returned for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), complete clip detachment, increased mitral regurgitation (mr), and foreign body in patient. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mr with a grade of 4. Three clips (80222u217, 80222u216, 80320u203) were implanted, reducing mr to 1-2. On (B)(6) 2018, the patient returned for a routine follow up. The echocardiogram revealed one clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr increased to 2-3. The physician stated the bi-leaflet prolapse contributed to the slda. The patient declined surgical treatment. On (B)(6) 2018, the patient returned for another follow-up. The echocardiogram revealed that the clip became completely detached and was found in the left femoral artery. The clip was not obstructive, and therefore no additional treatment was given. The other two clips remain stable on the leaflets. Two clips are implanted, with an mr grade of 2-3. The patient is stable. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). As it could not be determined which implanted clip experienced the issue, the lot numbers, expiration dates and manufacture dates have been provided for all 3 implanted mitraclips: lot #8: 0222u217. Date of manufacture: 23-feb-2018, expiration date: 23-feb-2019, lot #: 80222u216. Date of manufacture: 23-feb-2018, expiration date: 23-feb-2019, lot #: 80320u203. Date of manufacture: 21-mar-2018, expiration date: 21-mar-2018. The device was not returned for analysis. A review of the lot history record was performed for all implanted lots and identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. A review of the complaint history identified no similar incidents reported from these lots. All available information was investigated, and the reported single leaflet device attachment (slda) and subsequent complete clip detachment appears to be due to patient morphology/pathology. The reported patient effects of mitral regurgitation (mr), embolism and foreign body in patient was due to the complete clip detachment. The reported patient effects of mr, embolism and foreign body in patient are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.